Event description:
The account alleged that pts had developed pressure ulcers. No further information on the alleged injury available.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.